Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. A kink was identified approximately 54.0cm from the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. Loose and frayed fibers were noted approximately 3.3cm from the distal tip. The fibers were examined closer under microscopic magnification and were observed to be intact. No other anomalies were noted along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon. The balloon inflated to nominal pressure and rbp (35atm) without issues. The balloon then deflated without issues. The fibers were stripped from the balloon and the balloon was able to be inflated to nominal pressure and deflated without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is confirmed for material frayed, as fiber disturbance was observed on the barrel of the balloon. The complaint investigation is inconclusive for retraction issues through the stent, as the original conditions of use could not be reproduced in the laboratory. Per the reported event details, the balloon snagged on the stent during retraction, therefore there was likely an interaction between the stent and balloon which frayed the fibers. It is unknown why the balloon snagged on the stent during retraction. It is unknown if patient and/or procedural issues contributed to the reported event. Based upon the available information, the definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings: to reduce the potential for stent or stent graft damage and/or vessel damage from the stent or stent graft, the diameter of the balloon should be no greater than the diameter of the stent or stent graft. Refer to the stent or stent graft IFU for safety information including the warnings, precautions and potential adverse effects regarding the use of balloon postdilatation. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after treating a lesion that was effaced the health care provider (hcp) allegedly had difficulty retracting the balloon out of the patient through a stent. It was further reported that the hcp was able to retract the balloon after a little manipulation. The procedure was completed with no further treatment. There was no reported patient injury.